Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had notified maintenance code 1 alarm. There was no patient involvement.

Manufacturer narrative:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a issue of maintenance code 1 alarm. No patient involvement reported. A getinge field service engineer (fse) was able to confirm the problem stated by customer, unit was alarming maintenance code 1. Per service manual he replaced the solenoid driver board (d012-00-1096-01) and the drive manifold assembly(d104-00-0018). Upon testing he found the unit to have a vacuum leak. He troubleshot the pump for leak but could not locate the leak. He removed manifold assembly and added vacuum grease to the atm transducer, while installing this transducer back on he accidentally broke off the screw in the manifold block and was not able to remove it. He returned with o-ring and new drive manifold and replacing the assembly and replaced part. Upon testing he found the pump to not pull a vacuum or pressure, but compressor was on. While troubleshooting the pump would turn off sporadically. He checked for any power failures but did not find anything visually. He continued to troubleshot and found the power outage to came from the cable connection on jp1 and he replaced solenoid driver board. He removed the cable and found a lose wire in the cable. He returned with a new cable, replaced damaged cable and found this to be the one causing the pressure and vacuum issues). Upon installation of this cable he was able to get good pressure, and vacuum, but there was still a vacuum leak. He disassembled the pump and compressor and replaced all vacuum((d004-00-0058) and pressure hoses(d004-00-0051) including the nylon connectors from the compressor housing. He reassembled the unit and was able to pull a good vacuum with no leaks in sight. He performed a full pm per manufacture specifications, during pm inspection he found the printer to not be working, per customers approval he replaced the printer assembly(d161-00-0022). Unit has passed all test and calibrations and is now ready for clinical use. He replaced the batteries as part of the pm interval and not the repair.

Event description:
N/a.